Event description:
(B)(4).

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 12jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. The customer reported problem was confirmed.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 12jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. The customer reported problem was confirmed.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer recognizes the error code 242.4030 on 8100 device s/n (B)(4). Case resolution: customer recognizes the error code 242.4030 on 8100 device s/n (B)(4). Explained problematic fault of the error code on the 8100. Recommended the repair replacement of part assemblies to isolate error location. Customer to replace the ail sensor to resolve issue of concern. If any further problems persist, customer to give a call back. End call. There was no patient involvement.